Manufacturer narrative:
Two 2000e7d samples from lot 1030535 were received in sealed packaging for investigation of pr (B)(4), in which the customer has stated: "the syringe does not fit, it cannot be pushed, blood leaks even though no needle-free intervention is made. It cannot be used for its function. It is only used as a cover." One sealed setecoject 10m luer slip syringe was also received to aid the investigation. Further correspondence with the customer indicates that the issues reported in the feedback were observed on the same sample and that no visible damage or deformation was observed. The customer also goes on to state: "as soon as the blood collection syringe is withdrawn, there is a leak from the valve." Functional testing was performed using the returned smartsite and syringe products. No difficulties were encountered when connecting the products, and no flow restriction, occlusion, or leakage was observed when flushing the products. The details of this feedback were forwarded to the manufacturing site for investigation where a review of the production records for lot 1030535 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The customer¿s experience was not confirmed in this instance as testing of the returned unused samples and a review of the production records did not identify any product defects or quality deviations during assembly. The alleged complaint sample was not available for investigation therefore it was not possible to confirm whether a manufacturing defect may have contributed to the reported leakage. However, the customers statement: "as soon as the blood collection syringe is withdrawn, there is a leak from the valve," indicates that the smartsite may have been accessed with a needle. Please note that accessing the smartsite piston with a needle will cause a leakage back through the hole due to the smartsite piston not being able to reseal. The smartsite is intended for use with a flat-tipped male luer lock or luer slip only, and should only be accessed with a needle in an emergency situation. In this instance, without the original complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer advocacy feedback database indicates that instances of this nature are rare, with a small number of similar reports received in the last 12 months.

Event description:
No additional information

Event description:
It was reported that the bd alaris smartsite needle-free valve was leaking. The following information was provided by the initial reporter: it cannot be used for its function. It is only used as a cover. The syringe does not fit, it cannot be pushed, blood leaks even though no needle-free intervention is made.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.